Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. Approx. 37 months post index procedure nstemi was reported. The target lesion lcx was involved. The patient was treated with medication and received cardiac catheterization with the implantation of a non-medtronic stent in the om. The investigator assessed the event as not related to the device or antiplatelet mediation. The patient recovered.

Manufacturer narrative:
Revascularization of the 1st om was carried out using a non-mdt stent, approximately 20 months post index procedure and approximately 16months prior to the mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The vessel treated during the index procedure was the 1st om. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Safety assessed mi-target vessel and stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The revascularisation to treat the mi occurred on the same day as the mi. The patient has a previous medical history of chf and pvd. If information is provided in the future, a supplemental report will be issued.